Manufacturer narrative:
Technician located the bed in designated work area. Brakes would work but caster ratchets from side to side, due to age. Replaced the brake/steer caster to resolve this issue.

Event description:
Information received that the brakes would work, but the caster ratchets side to side. No injury reported.